Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported, the insulin pump alarmed button error and it wouldn't respond. Customer stated they were eating and her baby thrown up, so she took him a bath. Customer remembered she had set a manual bolus because she didn't want to forget. Stated when she pressed the up arrow the numbers kept scrolling up on there own pressed. She then pressed the down button and they went down. Customer removed the battery and reinserted and device alarmed button error. Customer's blood glucose was unknown. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or numbers scrolling up noted during testing. Insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.